Event description:
It was reported that a patient's pump had a filling problem. The hcp had expected to be able to fill the 20 ml pump reservoir with 20 ml of medication, but was only able to fill with 14 ml. This has happened three (3) times in the past; the latest occurrence was on (B)(6) 2011. The pump was replaced on (B)(6) 2011. Per the reporter, the patient is fine; no injury to patient. The type of medication, concentration, and daily dose being administered via the pump were not reported. Additional information has been requested, but was not available as of the date of this report.

Event description:
Additional information: the drugs delivered via the system were lioresal 1000 mcg/ml, clonidine 75mcg/ml and vendal 9mg/ml at a daily dose of 74.9 mcg, 50619 mcg and 0.6743 mg respectively.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
Final device analysis revealed a non-standard non-conformance. The pump was returned with a concave back shield. There was slight corrosion on the surface of the gear wheel 3. There was residue on the pumphead pins. A motorstall recovery occurred. The alarm volume failed. The allegations were verified due to additional information received indicated the patient did not expose the pump to high pressure either through scuba diving or entering a hyperbaric chamber.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.